Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Cont e1 phone number - (B)(6).

Event description:
Healthcare professional reported left side device rupture diagnosed via ultrasound and magnetic resonance imaging (MRI). The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side device rupture diagnosed via ultrasound and magnetic resonance imaging (MRI). The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.